Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per the medical records review, about 2 years 8 months post implant of phasix mesh, patient was diagnosed with hernia recurrence. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. This emdr represents the phasix mesh (device #2). An additional supplemental emdr was submitted to represent the ventrio st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by patient's attorney: on (B)(6) 2013 - patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic ¿ open repair with the implant of ventrio st (device #1). Per operative notes, "an oblique incision was made down through the previous mesh and a defect was noted with a large piece of omentum incarcerated within hernia, this was resected along with the sac. The small bowel was reduced into the abdominal cavity. A circular piece of ventrio st mesh (device #1) was placed in the abdominal cavity and tacked to the anterior abdominal wall. Then the old mesh and external oblique was closed." (Note, no product identifiers found for the previous mesh) on (B)(6) 2014 - patient visited hospital for abdominal pain and fever. On (B)(6) 2014 - patient was diagnosed with infected mesh with recurrent incisional hernia, sepsis thereby underwent component separation, hernia repair with removal of the mesh (device #1) and implanted with phasix mesh (device #2). Per operative notes, "we were able to identify several layers of mesh as overlay well incorporated into the fascia. On dissection, we were able to identify infected mesh (device #1) and was excised off the fascia and facial defect. The hernia sac was kept intact and a small piece of phasix mesh (device #2) was secured over the defect with tacks. Then wound vac was applied.¿ attorney alleges that the patient had abscess, infection, hernia recurrence, mesh excision, pain and emotional injuries.